Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00196 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported that a pt underwent an extended hysterectomy in 2005. The pt presented with a dehiscence of the vaginal stump on post-op day 20. The pt was returned to surgery for repair.